Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump had missing end cap sticker, minor scratches on lcd window and broken reservoir tube lip.

Event description:
The customer reported a motor error alarm from the insulin pump during prime and bolus delivery. There were no significant events leading up to the alarm. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the pump and to return it for replacement and analysis. No further information was provided.